Manufacturer narrative:
Device evaluation: one capnography monitor capnocheck was returned for analysis. Visual inspection performed, and product found to be in good condition. Visual inspection, battery life testing and charging circuitry testing were performed. The customers reported problem was verified. According to the investigation the reported issue occurred when the battery no longer takes a charge and the battery not changed, and it overheats the charging circuitry. The monitor was charged over night with a known good 1616 ac cord and the monitor would not turn on, so the battery was replaced and now the monitor passes the battery life test. Further investigation found that the power jack on the main board was loose and had to be pushed in very hard and could not move the monitor, so the power jack was replaced. The investigation reported that worn batteries caused the reported problem. Investigator's replaced the battery to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information received a smith medical caphography monitor capnocheck for sleep was warm to touch. Risk for electric and burn. No patient adverse events reported.